Manufacturer narrative:
Follow-up submitted as further investigation determine the backrest was found to be stuck in the recliner position. This would result in annoyance; however, the caregiver would still be able to assist the patient, if necessary. Additionally, it is not likely to harm the patient as the recliner would still support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the recliner backrest would not support patient weight due to broken rear cross bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the recliner backrest would not support patient weight due to broken rear cross bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.